Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
Dexcom was made aware on (B)(4) 2019 that on (B)(6) 2019, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse event. The sensor was inserted into the abdomen on (B)(6) 2019. The patient stated she checked the dexcom prior to going to bed for the night and it was displaying 109 mg/dl. About an hour later, the patient¿s husband attempted to talk to her, and she would not respond. The patient was coming to and was incoherent while her husband attempted to get her to drink some juice. As a precaution, he called the paramedics and when they arrived, they performed a finger stick and the bg, meter was displaying 39 mg/dl. She was not sure what the dexcom was displaying at the time; however, she indicated that it did not alert due to this, the patient felt that the device was possibly inaccurate. The paramedics administered her with glucose via intravenous (IV) therapy until her blood sugar was stable. No data was provided for evaluation. The complaint confirmation and probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. This is being reported due to adverse event and/or medical intervention. No additional event or patient information is available.